Event description:
According to the reporter, during a procedure, radiofrequency (rf) tag came off the rf gauze when being removed from patient through a trocar. The surgeon went back to surgery and removed rf tag from patient after being closed. The patient was opened back up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.